Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). Other codes apply to the ins. Analysis of the desktop charger (c0282674) revealed that the connector pins were broken. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator (ins) for spinal pain. It was reported that the recharger connector pin was broken off and it was noted that the patient had pain which started on (B)(6) 2018. No out of box failure was reported. There were no reported complications and no further complications were expected.